Event description:
As reported to coloplast, though not verified, the patient with this device reportedly experienced right leg numbness, groin discomfort, pins and needles sensation in right leg after anesthesia, difficulty standing and walking, right obturator neuropathy and removal of a portion of suburethral sling (altis/coloplast) via general anesthesia in march 2024.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time.

Event description:
As reported to coloplast, though not verified, the patient with this device reportedly experienced discomfort, groin and vaginal pain, dyspareunia, recurrent and continuing incontinence issues, recurring pain as a result of sitting, obturator nerve damage or neuralgia, pudendal nerve damage or neuralgia, pelvic myofascial pain, and psychological distress.